Event description:
The device was used during a laparoscopic nissen procedure. The safety shield did not retract properly. The surgeon used another device. The hosp has reported that no pt injury occurred.